Event description:
The consumer states when he started to sit down on the seat of the rollator, the seat cracked. The consumer was able to catch himself from falling by holding onto the handles. No injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.